Manufacturer narrative:
The reported events capsular contracture and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "baker IV capsular contracture and late seroma". Cont e1 phone number- (B)(6).

Event description:
Healthcare professional reported "baker IV capsular contracture and late seroma". This record is for the right side. Device was explanted and it is unknown if it was replaced.

Event description:
Healthcare professional reported "baker IV capsular contracture and late seroma". This record is for the right side. Device was explanted and it is unknown if it was replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Clarification to d6a implant date: partial date "(B)(6) 2014".

Event description:
Healthcare professional reported "baker IV capsular contracture and late seroma". This record is for the right side. Device was explanted and it is unknown if it was replaced.